Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that they had an issue since (B)(6) 2018. The patient had a problem since (B)(6) 2018 because the healthcare professional (hcp) put it way up under their ribs and by their sternum. The patient was constantly feeling like someone was kicking their rib and the patient was constantly feeling bruised up there. In (B)(6) 2018 the hcp was just supposed to move the battery down in their abdomen. The hcp said that they didn¿t know why they put it up there. It was moved when they had their new ins implanted. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 13, 2018. They reported that the ins that was explanted in (B)(6) 2018 was discarded by the customer because the ins was functioning properly; the patient just wanted to upgrade to the new technology. No further complications were reported or anticipated.